Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: a manufacturing record evaluation (mre) was performed for the finished device number 6587291, and no non-conformances related to the reported complaint were identified. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: left-sided rupture, bilateral acquired deformity and malposition. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient who underwent a primary breast reconstruction with two 800cc mentor memorygel breast implants experienced postoperative left-sided rupture and bilateral acquired deformity and device malposition. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implants (catalog #: 3508004bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2018. This report is for the left prosthesis.